Manufacturer narrative:
(B)(4).

Event description:
Simultaneous deployment 360 curved device. A backup device was available. Both implants were removed and a delay of less than 30 minutes was noted. No patient impact was reported as a result.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system device 72202468 received. This device shows use. The needle shaft as well as delivery tip are bent. Per the device¿s IFU under warnings reads ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A functional test could not be performed due to the condition of the device. With the damages noted, root cause of simultaneous deployment cannot be confirmed nor disproved. No further investigation is warranted. (B)(4).